Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 - 3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. Hamilton medical ag comes to the conclusion that: no patient harm and an alternative device was used. Our investigaiton showed that the blower was defective. The blower speed is lower than the target speed -5% for more than 5s.

Event description:
The following was reported to hamilton medical ag: during niv mode, it didn't seem to supply inspiration gas at all. The ventilator alarmed with te 231009 during ventilation. All interventions taken by the hospital staff did not result in any improvement. At next startup tf 431002 was recorded. Patient was not harmed although this event happened during ventilation.